Event description:
The facility's biomed reported a fail code 814:05 on channel c, which occurred during patient use. No patient injury or medical intervention was reported. A bag and tubing were being used, but no information was known regarding the size or lot number of these products. Information was requested by baxter regarding patient information, programming and set-up information and medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event.